Event description:
An endurant stent graft system was implanted for the endovascular treatment of an 5 cm in diameter abdominal aortic aneurysm. It was reported the there was a very slight filling of aneurysm outside of the graft proximal only (did not appear to go further than 10mm below top of graft). There was definitely a type ii in this are but the physician suspects a very small type I leak as well. The physician stated that he thought it would resolve itself. The physician did not know exactly what the cause of the possible endoleak was. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).